Event description:
It was reported that the patient underwent to pulmonary vein isolation (pvi) procedure with opal. After the procedure, it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were made, and the ICD was restored. The patient was in stable condition.